Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results that one pse45a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was received inside a sample bag. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge installation issues were noted during functional testing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic low anterior resection procedure, could not load the stapler after further inspection, noticed the metal casing of the reload was stuck in the jaws of the device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact.